Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The aus was replaced due to erosion at the cuff side. There were no malfunctions with the explanted device. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to erosion at the cuff side. All the components were removed and replaced with a new aus system. There were no malfunctions with the explanted device. The patient had a good outcome following the procedure.

Manufacturer narrative:
E1: initial reporter facility name included.